Manufacturer narrative:
The customer provided wadiana1.log to cts. The customer will rescan sample barcode. A review of the wadiana1.log shows sample ID entered as "0". A review of the batch listing report shows sample in position 20 with a wrong barcode entered. Instead of barcode 16niaa2068, it was manually entered as "0". The customer indicated rescanning of the sample ID/barcode onto notepad using the handheld scanner had no issues. The customer is not able to explain how the zero was entered using the hand held scanner. No erroneous results were reported from this event. Cts states the issue was user error when entering the sample barcode manually. The customer could have hit something on the keyboard that caused a zero to be entered in the sample ID field. The investigation determined that the most likely root cause of this event was user error (the customer manually entered the sample barcode incorrectly).

Event description:
The customer performed a manual entry of a sample ID using the ortho provue handheld scanner and the sample ID scanned as "0" instead of 16niaa2068. No incorrect or erroneous results were reported as a result of this incident. Complaint : (B)(4).